Manufacturer narrative:
The insulin pump had intermittent response from two buttons due to corroded keypad traces. The following physical damage was also noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; after a bolus delivery all of the buttons became unresponsive. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.